Event description:
(B)(6) study. Same case as MDR ID# 2134265-2012-05252. It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. In (B)(6) 2010, the subject was referred for cardiac catheterization to treat an 80% stenosed lesion located in the acute marginal. The lesion was 12 mm long with a reference vessel diameter of 2.8 mm and treated with direct stent placement using a 2.50 x 16 mm taxus liberte stent with 0% residual stenosis. In addition, the 85% stenosis in circumflex was treated with balloon angioplasty using a 2.50 x 20 mm balloon and a 2.50 x 15 mm balloon. Subsequently, a 3.00 x 16 mm taxus liberte stent was attempted to be placed, however, the stent system was unable to be advanced and was removed. Following balloon angioplasty, residual stenosis was 50%. During the index procedure, a pt2 moderate support wire was advanced across the circumflex vessel. Repeat angiography revealed linear dissection in circumflex. No further intervention was performed. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).